Event description:
It was reported that the touch screen on the right monitor of the 9800 system does not work correctly. It is slow to save and recall images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. Hard drive replaced. The system was tested and found to be working as intended and placed back into service.